Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, h6.

Event description:
Healthcare professional reported right side "rupture, silicone perspiration, capsular contracture baker grade ii and hard breast with normal appearance". Device has been explanted and replaced with a non-abbvie device. Implant is not available for return.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency right side "rupture, silicone perspiration, capsular contracture baker grade ii and hard breast with normal appearance". Device has been explanted.